Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a female patient experienced pain due to an alleged failed trilogy acetabular system. The patient alleged that the polyethylene liner failed leaving multiple fragments inside the joint itself; causing the femoral head to touch the metal titanium socket. The patient underwent revision surgery due to metal-on-metal contact between the femoral head and the acetabular cup.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. The device was used for treatment. Insufficient information provided unable to perform a compatibility check. Insufficient information provided unable to perform a complaint history search. Surgical notes were not provided. A definite root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.